Manufacturer narrative:
An olympus field service engineer was dispatched to the user facility and confirmed the reported issue. Found the input on the monitor was on digital visual interface signal rather than serial digital interface. Serial digital interface out from the monitor is the signal going to provation. Changing to the correct video input on the monitor has restored the image and corrected provation capture issue. The subject device will not be sent back to olympus for further evaluation and repair. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image loss. The issue was identified during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, instead a field service engineer visited onsite, and the reported failure was confirmed. A root cause could not be definitively identified. Based on the results of the investigation, it is likely the malfunction occurred because the external monitor had been set to the incorrect video input dvi (digital visual interface), while the x1 system requires an sdi (serial digital interface) signal path. This incorrect input selection prevented the image from displaying on the monitor and also stopped provation from capturing images. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.